Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) was conducted for ab2000-b/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. A root cause of the reported event could not be determined. It was reported that during aquablation therapy, the treating surgeon resected the patient¿s right ureteral orifice (uo). As a result, the treating surgeon placed a ureteral stent in the patient¿s right uo post aquablation during focal bladder neck cautery (fbnc). The patient was discharged. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Based on the review of the information provided plus a review of the treatment log files, DHR, IFU, and procept's risk documentation, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware during aquablation therapy that the right ureteral orifice (uo) was inadvertently resected. The treating surgeon stated that an aggressive treatment plan of the high-velocity waterjet at the start of the treatment and not reducing power when appropriate caused the resection. A ureteral stent was placed in the patient's right uo post-aquablation therapy during focal bladder neck cautery (fbnc). The patient is doing well and was discharged from the hospital. No malfunction of the aquabeam robotic system was reported.